Manufacturer narrative:
Catalog # lot # mfg. Date28234 306720 05/21/200814-05036 006770 11/07/2007dhrs were reviewed, and no anomalies were identified.

Event description:
Following stumble down stairs in 2008, fractured nail and delayed union of left hip. Pt outcome: patient chart reports patient is comfortable, no pain.